Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead was dislodged from its position in the right atrium appendage and had fallen into the right ventricle following an implant procedure. A post-implant check, including a chest x-ray, confirmed the dislodgement and false sensing of ventricular events. The device was reprogrammed to vvi 40 beats per minute to provide backup pacing for slow rates and prevent pacing from the dislodged ra lead. A lead revision was scheduled and subsequently performed, successfully repositioning the ra lead into the ra appendage without any difficulties. No patient complications have been reported as a result of this event.